Manufacturer narrative:
The customer was sent a replacement pump. Multiple attempts by a medela clinician were unsuccessful. A follow up with the customer by complaint coordinator was able to contact the customer at which time the customer stated that her general practitioner diagnosed her with mastitis and was treated with a form of antibiotics. She also stated that she is still experiencing some symptoms, however the mastitis appears to be going away. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product was received and evaluated by quality engineering. The evaluation states that user error, not properly maintaining and cleaning, had caused low suction.

Event description:
On (B)(6) 2016, the customer reported to customer service that she has mastitis and is on antibiotics. She also stated that she had low suction on her pump in style breast pump.